Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h3, h6, and h10 to reflect device evaluation. The device was not returned. The work order related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. As no device was returned, no functional testing or dimensional testing could be performed. No images were returned for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint ''navigate and position catheter to target location - valve alignment difficulty or inability - gross alignment'' was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The case notes report, ''the balloon catheter could not be pulled back during the valve alignment. They opened the valve apparently in the aorta and caused a rupture.'' As procedural imagery and patient information was not provided, there is sufficient information to determine a root cause. However, it is possible tension was present in the system during valve alignment, which may result in higher forces necessary to align the valve, contributing the reported complaint event. Tension in the system may be induced by multiple factors. If the balloon profile is altered, it may be difficult to advance the thv over balloon. The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Tortuosity was noted to be present in the patient's vasculature. If tortuosity is present, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. Furthermore, if the thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and ''dive'' into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) , the balloon catheter could not be pulled back during the valve alignment. Team opened the valve apparently in the aorta and caused a rupture.

Event description:
As reported by our affiliates in germany, the balloon catheter could not be pulled back during the valve alignment. Team opened the valve apparently in the aorta and caused a rupture. Additional information indicates the balloon of the edwards sapien 3 29 mm prosthesis could not be placed in the desire location despite repeated corrective measures. It was placed centrally. Retraction into the airlock was not possible. Frustrated attempt at release, during which the prosthesis dislocated aortally and, therefore, inevitably brought into the abdominal aorta. Here, after the release of the prosthesis in two steps, the prosthesis dislocates slightly cranially. There was a clear pain reaction with circulatory collapse and CPR over five min. A rupture of the descending aorta above the left renal artery was observed. A rapid occlusion of the descending aorta with a balloon with gradual stabilization was performed. This was followed by treatment with three covered stents in the aorta as well as chimney stenting of the superior mesenteric artery and in the left renal artery by vascular surgeons. After standing bleeding, the tavi procedure continued and a second 29mm sapien 3 valve was successfully implanted. During the procedure, patient experienced an hemorrhagic shock. The patient was resuscitated for a total of five minutes and was intubated underneath and subsequently invasively ventilated. Due to the active bleeding, 17 ec's and 9 ffp's were administered in the initial acute situation. The patient was initially admitted to the intensive care unit with high doses of catecholamines (noradrenalin, dobutamine, vasopressin and epinephrine), in the course of which the circulation was stabilized and the patient showed an adequate wake-up reaction in a short time. With improved ventilation, the patient was extubated but the patient deteriorated again on pod 13 due to pulmonary oedema, so needed to be reintubated. Despite maximum intensive medical therapy, the patient died after prolonged further inpatient treatment due to secondary complications on pod 24. No more information could be obtained.

Manufacturer narrative:
Update to b4, b5, g3, g6, h2, and h10 to reflect additional information.

Manufacturer narrative:
The 29 mm commander delivery system was returned to edwards for evaluation locked with a loader cap on the flex shaft. 100% of the fine adjust and 50% of the flex wheel were in use. The returned devices were visually inspected. The flex shaft was compressed 37 mm from the flex tip. The flex shaft was kinked 21.5 mm from the nose tip. No visual abnormalities or leakage was observed on the inflation balloon, balloon was returned expanded and fully unpleated. Gouges were observed on the flex tip. Upon receiving, engineering was able to perform full gross alignment by pulling the balloon shaft back to valve alignment marker and locking the device. No resistance was observed during gross alignment. Full fine adjust was difficult to perform due to condition of the balloon. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. No IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from october 2020 to september 2021 for the commander delivery system (all models and sizes) was performed. Prior closed complaints were reviewed for similar events and root cause identification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on return condition of the device. However, no manufacturing non-conformances were identified through evaluation of the returned device. Functional testing proved to show the gross alignment mechanism worked without any issue. A review of device history record, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The case notes report, ''the balloon catheter could not be pulled back during the valve alignment. They opened the valve apparently in the aorta and caused a rupture.'' As procedural imagery and patient information was not provided, there is sufficient information to determine a root cause. However, it is possible tension was present in the system during valve alignment, which may result in higher forces necessary to align the valve, contributing the reported complaint event. Tension in the system may be induced by tortuous anatomy. If tortuosity is present, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. Furthermore, if the thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and ''dive'' into the lumen of the flex tip. The gouges observed on the flex tip are indicative of such valve diving. If the thv is unseated during alignment, it can result in additional valve alignment forces. Leading to the reported event of gross alignment difficulty. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.